Event description:
Additional event information states that the bleeding was resolved.

Manufacturer narrative:
Additional information has been provided in b5. Corrected information has been provided in h3. Access site adverse event/ major bleed/ vascular dissection: the cause of the bleeding issue was not determined due to lack of clinical details and no defect found in the returned product.

Manufacturer narrative:
B5 clinical rationale amended to include additional information.

Event description:
Updated clinical rationale: an impella cp device was inserted into the right femoral artery in a 64-year-old male patient with a past medical history of a prior coronary artery bypass graft (CABG) and coronary artery disease (cad), presenting in acute heart failure post-cardiac surgery, and in scai stage d shock, on an extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and was on a ventilator for respiratory support prior to initiation of support. While the patient was in the intensive care unit (ICU), the hemoglobin was dropping down to 6.0, despite multiple blood products given. Computed tomography (CT) scan confirmed a retroperitoneal (rp) bleed. The patient was emergently taken to the cardiovascular operating room (cvor) for cp explant, vascular repair, and escalation to an impella 5.5. The field rep relayed information that the bleeding was medically managed and resolved without difficulty. The post-procedure outcome is survived at explant with an escalation of therapy to an impella 5.5. Vascular injury is listed as a potential adverse event and consistent with known device-related and patient-related factors.

Manufacturer narrative:
B5 updated with additional information received from the clinical site. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.

Event description:
When the patient was brought to the operating room for escalation to axillary 5.5. The vascular surgeon couldn¿t find any acute bleeding source at all. Retroperitoneal (rp) bleed was ruled out.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted into the right femoral artery in a 64-year-old male patient with a past medical history of a prior coronary artery bypass graft (CABG) and coronary artery disease (cad), presenting in acute heart failure post-cardiac surgery, and in scai stage d shock, on an extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and was on a ventilator for respiratory support prior to initiation of support. While the patient was in the intensive care unit (ICU), the hemoglobin was dropping down to 6.0, despite multiple blood products given. Computed tomography (CT) scan confirmed a retroperitoneal (rp) bleed. The patient was emergently taken to the cardiovascular operating room (cvor) for cp explant, vascular repair, and escalation to an impella 5.5. The post-procedure outcome is survived at explant with an escalation of therapy to an impella 5.5. Vascular injury is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).